Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733624, serial/lot #: (B)(6). H3: a medtronic representative went to the site to test the equipment. Testing revealed that the footswitch was replaced. The navigation system then passed the system checkout and was found to be fully functional. The footswitch was returned to the manufacturer for analysis. Analysis found that as reported, the returned footswitch was not functional when connected to a known-functioning system. The lemo connector spun freely on the cable. Opening the connector, it was found that the black wire had been pulled free of the pin block causing the open. Analysis found that the reported event was related to a mechanical issue. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout and hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the footswitch did not work during an electromagnetic (em) procedure. The site confirmed that the foot pedal was correctly connected to the electromagnetic navigation interface unit, and instruments were correctly detected by the electromagnetic navigation interface unit. There was no delay and no impact on the patient's outcome.